Event description:
The ops acetabular patient specific guide that was delivered to the surgeon had incorrect orientation.

Manufacturer narrative:
Cc-70 combined report. The ops acetabular guide was used during surgery. The impact to patient cannot be determined as post operative imaging was requested but not provided. There is no evidence that further intervention has been required for this patient. The design history records of the device were retrieved and assessed. It was found that the incorrect orientation was caused by operator error due to manual process. Corrective action is to automate the affected process. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.